Event description:
--

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the unit would not power up, internal damage was found. Printer circuit board was shortened and burned, cracked solder was found. The programmer was repaired.

Manufacturer narrative:
--